Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, no device analysis will be performed for the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00245. It was reported the patient's scs system was removed due to (B)(6) infection. The infection location was not known, and reportedly the infection has resolved. The date of the explant is undetermined at this time.